Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, two increased intra-peritoneal volume (iipv) events were identified which occurred in the therapy initiated on (B)(6) 2011 14:03:47. During night drain cycle three, the patient's ultrafiltration reading was 168ml, indicating the home patient (hp) drained 168ml more than their maximum programmed fill volume of 100ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The assignable cause was determined to be use error, due to an inappropriate bypass of the drain, not including the initial drain. No further action is required at this time. The device was serviced according to required procedures and the device passed all tests as per baxter procedures. If any additional information is received, a follow-up will be sent. Additional information: during evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) events was identified which occurred in the therapy initiated on (B)(6) 2011 14:03:47.